Manufacturer narrative:
Initial and final MDR (B)(4) -device 5 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula bent event on (B)(6) 2025. The event occurred three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for several hour. The patient went to the emergency room (ER) due to diabetic ketoacidosis. The blood glucose level was 750 mg/dl and the patient was treated with fluids and insulin. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04860. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, lot details under d4 and manufacture date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 12/jan/2026 against "lot number" "6008536" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, idd-pmc05.47 soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6008536 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/jan/2026 against "lot number" criteria equal "6008536" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaints is 5. The complaints numbers are complaint (B)(4). Conclusion: after review, only complaint (B)(4) were determined relevant to the reported issue. The other three records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6008536 was manufactured according to thework instruction (wi) version 82 and manufactured in the line 3, on 11/aug/2024 with a total of (B)(4) units. DHR review: the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 10/jul/2025. Work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional testing for complaints area version 2: 5 samples out 5 samples passed the flow test for the code soft cannula bent/kinked/crimped after removal -blockage. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation under CAPA 1999254. All test results were within specifications as per the data base complaint (B)(4) conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.